Event description:
A male with history for macula-off retinal detachment. In 2007, pt underwent an operative procedure for pars plana vitrectomy with membrane stripping of right eye. Upon removal of the sclerostomy cannulas, (25 gauge), observation revealed that the cannula was shorter then expected with an irregular edge. It appeared that the cannula had separated, leaving the distal portion inside the eye. The residual cannula was removed through the sclerostomy site. Internal examination revealed no retained foreign body at the site and no secondary change such as hemorrhage or tear in the area of the sclerostomy.